Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The customer requested a replacement part but did not have it installed during the last conversation with the customer. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the customer installed a new gas delivery assembly into the device and the part failed. There was no patient involvement.